Event description:
Physician using tb needle/syringe for local in infant. Difficult to draw up medication. Multiple attempts to fill syringe and draw up the medication. When removing air from the syringe, the needle portion fell off the syringe. Reportedly, multiple other providers have had the needle stuck in the skin of infant when finishing injecting and removing needle. Materials management is in the process of contacting the vendor to return the product.